Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx one month post procedure, the pt returned with severe urgency and severe inflammation. It was noted the sling material had eroded into the pt's bladder. The sling material was removed on 8/14/98 without incident. The pt remains continent. No further info is available regarding circumstances surrounding this event. The device was not returned by the user facility. Therefore, no failure analysis is available. F/u revealed the sling may have been tied too tightly causing pressure on the pt's anatomy. Directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials...urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure."